Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Hemorrhage and death are potential adverse events with use of the penumbra system and are included in the device labeling. Therefore, it was determined that the reported extravasation and subsequent patient death were anticipated procedural complications. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-01536.

Event description:
The patient was undergoing a thrombectomy procedure to treat a pulmonary embolism (pe) using an indigo system aspiration catheter 8 (cat8) and an indigo system separator 8 (sep8). During the procedure, while using a sep8 with a cat8 and a non-penumbra sheath, an extravasation was observed. The physician then placed coils in an attempt to control the extravasation but control was not achieved. The patient became hemodynamically unstable and subsequently expired post procedure. The physician is unsure of the cause of the extravasation and cannot clearly define the relationship of any of the devices used during the procedure.